Manufacturer narrative:
H3. Analysis identified an occlusion in the pin connector which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 30,000 mcg/ml at 3850 mcg/day and dilaudid 1,000 mcg/ml at 128 mcg/day via an implanted pump for an unknown indication for use. It was reported the patient had a ¿positive¿ dye study pre-operative (pre-op). It was noted the rep was not present for the dye study, but the patient had a catheter revision due to a positive dye study. The provider notified the rep in pre-op of the catheter revision and did not state there was a lack of pain control, just a standard pre pump replacement dye study that happened to be positive. The catheter was replaced and the issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.